Manufacturer narrative:
(B)(4). Batch # m54j72. Photographic analysis: upon visual inspection of the picture, a foreign matter was noted to be inside of the sterile package. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. The analysis results found that an ec45a device (a) was returned inside its original primary package. Upon visual inspection, foreign matter was noted to be inside and the foreign matter was confirmed to be black particles generated during the manufacturing process. In addition, it was observed that the tyvek from the packaging was damaged; the tyvek was cut from outside in. During the transportation and manipulation of the device, the particles fall off into the sterile barrier. Due to the damage found on the tyvek form the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the presence of a foreign body was identified inside of the blister. There were no adverse consequences for the patient.